Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is classified as import for export, therefore 510k is not applicable.

Event description:
Mask shake. This event occurred at the time of during use. There was no report of patient harm.

Manufacturer narrative:
Correction information: h6: coding changed, based on the investigation result. Evaluation summary: the image sensor was shaken, during operation of the use endoscope, due to the large gap setting of the components in the design. This caused blurring of the images. There was not broken of the endoscope.